Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Product ID: 8785, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type; catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-dec-2016, UDI#: (B)(4). Product ID: 8785, serial/lot #: (B)(4), ubd: 05-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 457 mcg/day) via an implanted pump. The indication for pump use was cva/stroke and intractable spasticity. It was reported that the patient was positioned supine for the pump replacement procedure due to anticipated expected end of pump life. Upon disconnecting the pump from the existing catheter, no spontaneous retrograde flow of csf (cerebrospinal fluid) was observed. The neurosurgeon filled the new pump with 2000 mcg/ml baclofen and attached the new pump to the existing catheter and the accessed the cap (catheter access port) with a 24 guage non-coring needle and was unable to withdraw fluid. The neurosurgeon had planned a concomitant spinal decompression so after sewing the pump pocket incision site closed, the patient was positioned prone, and following the 3 hour spinal decompression procedure below the catheter entry site, the neurosurgeon cut the catheter below the existing collet/connector and immediately retrograde flow of csf was observed from the spinal segment of the catheter. The neurosurgeon then ordered a priming bolus of 0.1 ml to be programmed into the pump while the two segments of the catheter were still unattached and immediate visualization of fluid was observed coming out from the existing pump segment. After the bolus was complete, the neurosurgeon removed the old collet; trimmed 1 cm of the proximal segment of the catheter and 7.5 cm of the distal segment of the catheter; and then reconnected the catheter with a new collet/connector. The spinal segment of the catheter was primed to continue uninterrupted therapy. It was noted that the patient never exhibited any signs or symptoms of baclofen withdrawal and no loss of efficacy from the therapy. A pre-op routine diagnostic catheter access was done on (B)(6) 2021 and the clinician was able to easily withdraw fluid from the cap. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that per the neurosurgeon the catheter was not kinked at either the pump pocket site or the spinal incision site, but the neurosurgeon felt that it was a possibility that the catheter was positionally kinked when the patient was lying supine and then once placed prone the catheter was no longer kinked. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: analysis of the catheter found "catheter body ¿ kink observed". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.